Event description:
At end of procedure, the rumi manipulator handle broke while in the patient. Two pieces fractured off. Both were retrieved in their entirety by surgeon. An x-ray was taken intra-op to confirm and cleared by doctor. Handle is a reprocessable instrument. No injuries observed to patient per doctor.